Event description:
The facility reports that while a patient was being moved from bed to a chair using a viking xl, the power failed and they were unable to move the patient any further. They pushed him back over the bed, raised the bed to the hightest position to get him out of the sling. There was no patient or staff injury or risk thereof.

Manufacturer narrative:
Pending on site inspection of device, follow up report will be forwarded.